Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle broke in patient's arm. The following information was provided by the initial reporter: reporting some of the needles are breaking off in patients arms.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle broke in patient's arm. The following information was provided by the initial reporter: reporting some of the needles are breaking off in patients arms.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.